Event description:
It was reported that immediately after implant the lead had greater than 2000 ohms impedance. Similar results were observed after repositioning, so the lead was replaced.

Manufacturer narrative:
No medwatch form was received.